Event description:
Country of complaint: (B)(6). It was reported that fixation of the screw was not possible for 4 out of 5 screws. Surgery occurred at the beginning of (B)(6); exact date not provided. Surgery was delayed approximately 10 minutes. There was no negative impact for the patient; no patient hazard. A total of 4 medwatch reports are being filed in relation to this incident, one for each referenced screw. Report numbers are: 3005673311-2016-00158, 3005673311-2016-00167, 3005673311-2016-00168, 3005673311-2016-00169.